Event description:
Olympus was informed that in the middle of a laparoscopic hysterectomy procedure, a probe error code was displayed and the probe of the device broke in half (cracked). However, the probe did not break completely, and the broken part was still attached. The procedure was completed using a different, but similar device. There was no patient injury reported. Olympus was further informed that the patient had an essure device implanted, which could have caused or contributed to the reported event. The device will not be returned as the device was discarded by the facility.

Manufacturer narrative:
No device returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined. If add'l info becomes available at a later time, this report will be supplemented.